Event description:
It was reported that the patient presented to the clinic suffering from dizziness and when examined, it was found this right ventricular (rv) lead had increased its output to maintain capture. The lead was examined by pacing system analyzer and by fluoroscopy, with the lead moving during the procedure to reposition this lead, indicating that the lead had dislodged. The lead remains in service. No additional adverse patient effects were reported.